Event description:
Information received indicates the bed has a high ground reading.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the plug to repair the bed.